Event description:
It was reported that a user experienced persistent alert 42 on an ilet pump shortly after initiation, with blood glucose readings reported as over 400 mg/dl and repeated restarts not resolving the alerts; the device was considered malfunctioning, and the user was instructed to shut down the pump and continue glucose monitoring with dexcom g7. Customer care agent provided support that included troubleshooting steps and verification of device information, shipping details, and continued cgm use. Investigation of this case revealed unresolved alert behavior consistent with a suspected device malfunction; no contributory user factors were identified. Clinical symptoms included polydipsia which is associated with hyperglycemia. Outcomes included interruption of insulin delivery and the need for device replacement, with user education provided on return, setup, and data syncing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.